Manufacturer narrative:
The technician adjusted the reverse trendelenburg engagement switch, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that when the trendelenburg feature is activated, the hi/low raises to the high position and stops, resulting in an inability to achieve trendelenburg.